Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the post operative check, one day after implant, it was noted that there was high threshold in all vectors on the left ventricular (lv) lead and it had dislodged. The lead remained implanted but out of service as the patient was to have the lead repositioned. A threshold retest done later revealed that one vector had acceptable threshold. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.